Manufacturer narrative:
The device history record related to the prisma m100 pre set ckt with the lot number 14e2109 shows no manufacturing non-conformity. Two additional complaints about external blood leakage have been reported regarding this lot number, however the origin of these events was not identified. The prisma m100 pre set ckt was discarded and not available for inspection. Pictures of the involved product were provided on which we can see that the leakage was at the level of the arterial y connector. No leakage was reported during the priming. Without the incriminated sample, it was not possible to determine the exact root cause of this external blood leakage.

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy which included a prisma m 100 filter set. During treatment, the nurse observed an external blood leak at the arterial y-connector. The hospital declined to provide additional information related to this event.